Event description:
It was reported that the patient experienced recurrent overnight hypoglycemia and a rollercoaster in glucose after treating lows with orange juice while using the ilet system, prompting a request for additional training on proper hypoglycemia management. Investigation of this case revealed no device malfunction or alarms, and the issue was consistent with patient overtreatment of hypoglycemia rather than a device performance problem. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included the need for user education without hospitalization or device alarms. Investigation included it was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia.